Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that component fl8 was damaged by the customer's misrouting of the wire harness.

Event description:
The customer contacted physio-control to report that they cannot turn on their device. In this state the device would not be able to deliver defibrillation therapy if needed. Additionally, after repairs it was found that the unit was not delivering energy properly, which could also prevent proper defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue; the device would not turn on. Physio found the user interface flex cable and printer flex cable not connected to user interface pcba. Additionally, the printer flex cable and ECG cable were routed incorrectly. After the cables were re-routed and flex cables connected, the device would turn on. However, it was then observed that it would not deliver energy properly; it delivered monophasic therapy rather than biphasic and displayed 'abnormal energy delivery' on the screen. It was observed that the filter, designator fl8, on the therapy pcba was broken. It was determined that the device would need a replacement therapy pcba as well as repairs unrelated to the reported issue. The power (not turning on) issue was found to be caused by the user interface-to-stack flex cable assembly. The issue delivering monophasic shock and the 'abnormal energy' message were found to be related to the therapy pcba. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they cannot turn on their device. In this state the device would not be able to deliver defibrillation therapy if needed. Additionally, after repairs it was found that the unit was not delivering energy properly, which could also prevent proper defibrillation therapy. There was no report of patient use associated with the reported event.